Event description:
Device was used during a laparoscopically assisted vaginal hysterectomy. Reportedly, the instrument was difficult to open. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.